Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # l54v59. Additional information requested and received: what is the name of the procedure? Kidney transplant. Was there any adverse impact to the patient? No. Was an attempt made to use the device in the procedure, or was this condition found prior to use? Yes and no. Did the device deliver any staples or a cut line before it jammed? No. The analysis results found that the ats45 device was received with the clamping mechanism damaged. A 6r45b cartridge was loaded in the device and was unfired and in good visual conditions. No further functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke teeth were found broken. While no conclusion could be reached on what caused the clamping mechanism to fail, it is possible that the device was attempted to fire on thicker tissue then indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4).

Event description:
It was reported that during a urology procedure, the device jammed after the 1st firing. Procedure completed with same/like device. There was no adverse consequence to the patient reported.